Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request # (B)(4).

Event description:
Customer was initially configured to always have qc enabled and test albaqc samples (qc1 and qc3) for aborh, (abd/rev gel card). Customer reports following occurred: on (B)(6) only qc1 was quality controlled for the abd/rev gel card when qc 3 was expected to also be tested. Customer has corrected the event and will review sops. Customer is requesting ortho to consider a change in software to prevent this from reoccurring. Customer has corrected the event and requests issue addressed in future sw versions. Customer made the assumption that edits to qc sample ids would not override what was established in qc set up. The instrument was performing as expected and no erroneous results were released. The vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. In this incident, the system is working as expected.